Event description:
The explanted generator was received for analysis but product analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
B5. Corrected data, supplemental report #4: inadvertently did not note that the device was returned.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.

Event description:
The patient's generator was replaced. The explanted generator has not been received for analysis to date. No other relevant information has been received to date.

Event description:
It was reported the patient's seizures had increased and the vns magnet was not aborting the patient's seizures. It was indicated that the patient's seizure detection was checked and no detections were present. No further relevant information has been received to date.

Event description:
According to the physician, that the increase in seizures was attributed to the vns generator being unable to detect the patient's heartbeat, and thus the patient was not receiving auto-stimulations. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: follow up report #1 did not mention the report of inflammation.

Event description:
It was noted by the physician that inflammation was present at the generator site and the seizures gradually reappeared.